Manufacturer narrative:
Event was reported to have occurred on an unreported date in september. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was reported the patient was hospitalized for the event for "about ten days", then discharged home. The patient outcome was reported as ¿still not feeling well¿. On an unreported date, pd therapy was discontinued and patient was shifted to hemodialysis. No additional information was available.